Event description:
The patient underwent a diagnostic procedure. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr. Device. Access to the artery was difficult due to severe arterial calcification. When deploying the needles, the posterior needle stalled in the barrel and the anterior needle deflected into the subcutaneous tissue. The device was locked and would not permit needle back down. Field reports indicated the sheath appeared to have buckled. The patient was taken to surgery for removal of the device and surgical closure of the artery. Surgery was successful and the patient recovered without further incident. The vascular surgeon reported he found the device in the unlocked position.